Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced a high blood glucose level due to a bent infusion set. The customer's blood glucose level was over 500 mg/dl at the time of call. The customer's blood glucose level was around 400 mg/dl when his high blood glucose level began. The customer used manual injections and his current blood glucose level was 108 mg/dl. The device was not returned.